Event description:
Upon receipt of a reusable medical device ordered from hufriedy mfg. Co., llc, item #ui30ss1000 - 1000 triple bend satin swivel¿ ultrasonic insert, was noted to have multiple holes (pits) in the brazed joints of the instrument. Instruments were returned to the manufacturer for quality evaluation. Product was returned to us stating that no defect was noted, and no pitting was found on the brazed joints. The evaluator did note that the joints did have holes, but there were no functional issues found and the product functioned as intended. Although the product does function as intended, the holes appear to have been inadvertently created during the brazing process or manufacturing and present cleaning and disinfection issues by providing a space for bioburden to harbor. Additionally, these holes can alter the quality and strength of the instrument, presenting a safety issue if the instrument were to break during use.